Manufacturer narrative:
H.6. This complaint was opened mistakenly as a duplicate of report# 2243072-2019-02068. This complaint will be cancelled and is no longer reportable. All information from this complaint has been captured in 1911916-2019-00987. H3 other text : see section h.10.

Event description:
It was reported that during use of the unspecified bd¿ syringe the syringes have been leaking past stopper. The following information was provided by the initial reporter: I would like to report a product concern on a lot of 60 ml luer-lok syringes. This lot has been associated with significant leakage from the plunger. There has been roughly 5 instances over the past several days where a syringe from this lot has leaked when using it (to the point where the counter/hood/floor is wet).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ syringe the syringes have been leaking past stopper. The following information was provided by the initial reporter: I would like to report a product concern on a lot of 60 ml luer-lok syringes. This lot has been associated with significant leakage from the plunger. There has been roughly 5 instances over the past several days where a syringe from this lot has leaked when using it (to the point where the counter/hood/floor is wet).